Event description:
This is report 1 of 3 for this peritonitis event. This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). On an unknown date, the patient experienced peritonitis. The cause of and treatment for the peritonitis were unknown. The dianeal therapies were withdrawn and the patient's pd catheter was removed due to the peritonitis. The outcome of this peritonitis event is unknown.

Manufacturer narrative:
(B)(4). Same patient as (B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number(s) h12i29022 and h12j02085 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.